Event description:
There was a kink at tip of the wire. It was noticed after it was removed from the packaging. The packaging was intact before it was opened. The device will be returned for investigation. Analysis of the device indicated that "the distal tip presented a kink at 189cm from the proximal end, the coil tip presented a bend and a stretched condition at the distal end." The product was not used in a procedure and was not handled in any way.

Manufacturer narrative:
Upon removal of an sgw atw .014 str floppy 195cm wire from the package, a kink at tip of the wire was noted. Upon receipt of the product for analysis, the coil tip presented a bend and a stretched condition at the distal end. The packaging was intact before it was opened. The product was not used in a procedure and was not handled in any way. One non-sterile guide wire sgw atw .014 str was received coiled inside of a plastic bag. The distal tip presented a kink at 189cm from the proximal end, and the coil tip presented a bend and a stretched condition at the distal end. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01803916. This packaging lot contained 800 units, which were shipped from lake region medical limited on april 1, 2011. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the costumer as "distal tip - kinked/bent" was confirmed due to product received conditions. The time and place of this damage could not be determined. Catheter kinking has been investigated. The instructions for use caution users to inspect for kinks and bends, or other signs of damage prior to and during use. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). The cause of the damages found on the coil tip could not be conclusively determined, but it does not appear to be manufacturing related. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggest that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.